Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 17, 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying inaccurately high readings compared to his feelings. The medical surveillance specialist (mss) spoke to the pt on april 20, 2010 and obtained the following info. On the afternoon of (B) (6), 2010, the pt stated that he was having a headache and blurred vision. At the onset of symptoms, the pt stated that he tested with the subject meter and obtained a reading of "600 mg/dl." The customer care advocate (cca) documented that the pt tests his blood glucose three times daily and manages his diabetes with oral medication (glyburide taken at breakfast and dinner). Based on his symptom and the alleged meter reading, the pt stated that he took an extra dose of his glyburide (5mg). At approx 4:00 am the next morning, the pt reported that he awoke very dizzy and then passed out at an unspecified time after. The pt stated that he did not test with his meter at the onset of the symptom. The pt's spouse reportedly contacted the emergency medical services (ems). Upon arrival of the ems, the pt's blood glucose was tested with the hcp meter and obtained a result of "47 mg/dl". The pt was reportedly treated with a glucose injection and brought to the hospital. The pt informed the mss that he was admitted for one day, but was unable to provide the diagnosis. The cca documented that the pt did not have a control solution to perform a quality control test at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, took and increased dose of his insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.